Event description:
Ees (B)(4) reported a notice of litigation. Plaintiff alleges that "her surgeon began a sigmoid colon resection and primary anastomosis." During the procedure, the complaint alleges the surgeon "fired without difficulty but as he began to retract the device, he encountered significant tension and was unable to release the stapler. In the process of doing this, he tore the colon on the post medial aspect of the staple line and spilled fecal contents." Plaintiff further alleges the anastomosis was aborted and the patient underwent an end colostomy. Ultimately, the colostomy was reversed in a takedown procedure. (Colostomy to protect anastomosis.)

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. No device was returned for analysis the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event for ees. Additional information: received information from counsel. The patient's attorney has advised that the device used in this surgery was manufactured by covidien and not ethicon endo-surgery. [Ees] will be dismissed from the matter.